Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 91mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarms.